Event description:
It was reported that the insulin was leaking from either the tubing or reservoir, and they were tossed out. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-83174. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-83309.